Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump had missing segments due to cracked zebra connector on lcd. The insulin pump had cracked case at display window corner, debris under display window, broken reservoir tube lip, cracked reservoir tube and broken battery tube threads.

Event description:
The customer initially called to report that the insulin pump fell, and has a cracked case. The customer then stated that she was hospitalized for diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer stated that he had nausea, dry mouth and frequent urination. After the event, the customer changed the infusion set and had no further issues. Advised the customer that the insulin pump would be replaced due to the cracked case. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.